Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead helix became extended prior to deployment by the physician. It was reported that the lead exhibited high thresholds, high impedance and non capture. It was also reported that the lead required "more lead manipulation than usual" due to difficult patient anatomy. The lead was not used and a replacement was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.